Event description:
It was reported by the (B)(6) that the patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on an unknown date due to elevated metal ions and a pseudotumor. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown. Explant date - unknown. This is 2 of 2 mdrs relating to the same reported event. Please also see MDR 3002806535-2013-00170.